Event description:
(B)(4). The symptoms have been ongoing since 2009 when I got essure. Horrible bloating all the time, pain heavy menstruation and ovulation that feel like labor pains, lower back pain, weight gain, thinning hair.